Event description:
When the pen was activated, the surgeon got shocked on the hand he was holding the pen with, as well as a shock through the camera head and the other hand which he was holding the camera with.